Event description:
As reported in smart study, a patient underwent placement of a 6x40 mm smart flex vascular stent for treatment of a symptomatic peripheral arterial lesion. Follow-up assessments were conducted longitudinally. Approximately 1 month post-procedure, failure to fully expand the stent was noted, which required post-dilatation. This event was documented as non-serious and resolved. At approximately 84 months post-procedure, follow-up imaging identified stent re-stenosis (noted at the proximal stent), representing a device-related finding without additional device deficiencies reported . An adverse event associated with this timeframe was documented as restenosis of the proximal stent, which was considered mild and resolved . A later follow-up at approximately 152 months post-procedure confirmed continued surveillance, with no new device deficiencies or major adverse events reported. Overall, the procedure utilized a single 6 mm × 40 mm stent with long-term follow-up extending beyond 12 years, demonstrating initial technical success, an early expansion-related issue requiring intervention, and later development of restenosis identified at mid-term follow-up, with continued long-term monitoring thereafter. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.